Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during treatment. The patient was able to bypass the alarm and complete treatment. In the morning while removing the cassette the patient found fluid had leaked from a ruptured cassette onto the pump heads of the cycler. The cycler was replaced. The patient was advised to contact her nurse. During follow up the patient's clinic reported there was no adverse event associated with the fluid leak.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The front panel bezel gasket was drooping approximately 2 inches over the center of the front panel overlay. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no fluid leaks in the test cassette during the test treatment. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and replaced. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.